Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a "heat issue." The date of the event is unknown. The device was not being used during surgery. It is unknown if there was any injury or medical intervention which occurred. There was no additional information provided.